Manufacturer narrative:
The report event of premature battery depletion was confirmed. The device was analyzed in the lab and premature battery depletion was confirmed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and observed to be normal. Electrical testing was performed and revealed high current drain from the hybrid. An anomalous hybrid was revealed to be the root cause of the high current drain and premature battery depletion.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that premature battery depletion was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.